Manufacturer narrative:
Initial reporter phone: (B)(6). Investigation summary: it was performed the DHR, quality notification and maintenance analysis and the maintenance order sap#(B)(4) potentially related to the defect was observed. The photo sent by the customer was verified and it was possible observe scale marking missing. The probable cause for the defect is related to jam at printing station of the marking machine, allowing the defect product flow of the process. To correct the defect it will be performed the maintenance order sap#(B)(4) concluded at 10th june 2017. Investigation conclusion: confirmed: bd was able to confirm/ reproduce the incident in question. Samples/ photos analysis: a sample was received, and it is possible observe scale marking missing. DHR review: it was verified the batch record and the manufacturing date for this batch was june 2nd to 9th, 2017. The process inspections were performed and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed by visual inspection with each 1 hour at 24 parts; qn review: no quality notification (qn) could lead to this issue for the batches involved in this complaint are observed. Maintenance review: evaluating the maintenance records was observed the occurrence sap# (B)(4) - that could related to defect. Conclusion: - jam at printing station at marking machine - fixed according sap#(B)(4). The defect identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that the scale markings of the bd plastipak¿ insulin syringe were missing. Found before use. No serious injury or medical intervention noted.